Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number provided was invalid. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additionally, the manufacturing date was unavailable. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found light guide damage, outer tube bending, and image failure due to foreign matter adhesion on the internal lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The company representative reported to olympus on behalf of the customer, the telescope, 5.4 mm, 30°, had a disconnected light guide connector. The issue was found during reprocessing. There were no reports of patient harm.